Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the system was working within expectations. The system had a brief period of optical instability, but it recovered. The observed discrepancies could be attributed to lag between sg and bg inherent to the sensing technology. The user reported bruising and swelling at the insertion site, which may also have contributed to the observed discrepancies. Customer care recommended that the user should let the insertion site heal and call back if the discrepancies persisted after the insertion site completely heals and completion of any treatment/medications. Per dms review, the user was using the system with up to date information.

Event description:
On march 25 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.